Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was discarded. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records were evaluated and no deviation was found during the review that were related to the complaint issue reported. There was no discrepancy found. The product was manufactured and released according to the specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device if explanted, give date: not applicable as this is not an implantable device all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that doctor observed plastic residue on the back of the monofocal intraocular lens (iol) which doctor could not polish off. Doctor later changed to a cartridge of a different lot number. Additional information was received and it was learnt that doctor believes the particles were coming from cartridge. The lens was removed and replaced. There was no patient injury reported. No further information was provided.